Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device has been discarded. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Additional concomitant medical products: item # s061140, femoral head, lot # 994990; item # 472370, drill bit, lot # 100960; item # 31-323220, drill bit, lot # 991390; item # 31-323230 drill bit, lot # 991490; item # cp161944, screw, lot # 790470; item #103536, screw, lot # 941760; item #103536, screw, lot # 105150; item # cp161943, screw, lot # 442990; item #103535, screw, lot # 991290; item #103535, screw, lot # 530910; item # ep-108424, liner, lot # 305730; item # 472370, drill bit, lot # 394450; item # cp161945, screw, lot # 796170; item # 103534, screw, lot # 568430; item # unk, hip-unknown-stems-unk, lot # unk; item # pmi157449, triflange acetabular cup, lot # 586700. Multiple reports are being submitted to relay additional information. Please see associated reports: 0001825034-2018-03106, 0001825034-2018-08092, 0001825034-2018-08093, 0001825034-2018-08094, 0001825034-2018-08095, 0001825034-2018-08096, 0001825034-2018-08097, 0001825034-2018-08098, 0001825034-2018-08099, 0001825034-2018-08100.

Event description:
It was reported that the patient had a revision approximately 3 years post implantation due to device loosening and fractured screws. Records indicate patient has an acetabular defect that cannot be managed with traditional acetabular cups. Therefore, a triflange acetabular component was designed for the primary and revision surgeries. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
This report has been submitted to relay additional information.